Event description:
The customer reported that prior to use on a pt, the iabp alarmed "autofill failure and displayed a maintenance required code #2 (drive transducer offset failure)" message. The iabp was replaced and therapy was initiated.

Manufacturer narrative:
The company rep received an "autofill failure" alarm and "maintenance required code #2 (drive transducer offset failure)" message upon start-up of the iabp. The company rep tested the drive assembly and found that the k6 solenoid valve would not vent with vacuum applied. He replaced the drive manifold assembly (p/n 0104-00-0018) and the iabp was calibrated to factory specifications. Unit passes all leak, functional test and safety tested. It functioned normally and was returned to the customer. (B)(4).